Manufacturer narrative:
Reported event: it was reported that this is the second mics that failed today. The robot was shut down after the first mics failed. Robot was powered back on and homed and this mics failed mics status check twice. The robot was shut down again and this mics was swapped out. The next mics passed mics status check. After the case, this mics was tested again and it failed again. Product evaluation and results: as per work order (B)(4) and case number (B)(4) the alleged failure mode was confirmed. Successfully performed mics cable replacement per (B)(4). Mics can be returned to stock as a 209063 lot #4202312-r." Product history review: device history records indicate (B)(4) devices were manufactured under lot k09q9 and (B)(4) devices were inspected and accepted into final stock on 06/14/2017. No non-conformance were identified during inspection. Additionally 06 devices were inspected and accepted into final stock on 06/15/2017. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot k09q9 shows 03 additional complaints related to the failure in this investigation. Complaint ID: (B)(4). Conclusions: ¿per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required.¿ corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.

Event description:
This is the second mics that failed today. The robot was shut down after the first mics failed. Robot was powered back on and homed and this mics failed mics status check twice. The robot was shut down again and this mics was swapped out. The next mics passed mics status check. After the case, this mics was tested again and it failed again. Case type: tka. Surgical delay: 15 minutes. Update: patient was under anesthesia.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This is the second mics that failed today. The robot was shut down after the first mics failed. Robot was powered back on and homed and this mics failed mics status check twice. The robot was shut down again and this mics was swapped out. The next mics passed mics status check. After the case, this mics was tested again and it failed again. Case type: tka. Surgical delay: = 15 minutes. Update: patient was under anesthesia.